Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the tip was torn. The patient was undergoing a left atrial appendage closure (laac) procedure. During preparation before entering the patient, a single curve watchman® access system was flushed and the dilator was placed inside it. The tip was noted to be torn. Therefore, that access system was discarded and a new access system was used to successfully complete the procedure.